Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. Tandem technical support educated the customer on insulin gauge calculations of the pump. There was no reported impact to the customer's blood glucose level.